Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment was still installed in the clevis. No failures were observed during log review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument would not work. The user completed the procedure using a backup permanent cautery hook instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer confirmed that there was no debris falling into the patient. There was no report of a fragment falling into the patient when the instrument broke. The patient has not returned to the hospital due to post-surgical complications.